Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in an unknown city, most likely in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Through literature review livanova became aware of a (B)(6) years old male patient who undergone first cardiac surgery in 2004 outside of the facility stated in the article (cleveland clinic). In 2011 the patient undergone another surgery for aortic valve replacement. Reportedly, no bacterial infection was suspected at the time of the surgery. He never fully recovered and presented notable fatigue, pancytopenia and liver disfunction. In 2014 he undergone cardiac surgery for the third time. It remain unclear from the article in which hospital the surgeries took place. Intraoperatively, he was found to have an aortic root abscess. Mycobacterium avium intracellulare grew from valve tissue several weeks after the surgery and also in pleural fluid cultures aspirated a few days before the repeat surgery. The patient was started on a regimen of antibiotics in (B)(6) 2014. Twelve (12) months after his 2014 surgery he experienced progressive systemic symptoms such as fever, chills and night sweats. Acid-fast-bacilli test on bone marrow was negative. Despite medical therapy, the patient worsened. In (B)(6) 2015, the aortic root fluid cultures redemonstrated mycobacterium avium intracellulare. He was then transferred to cleveland clinic for further management where the m.avium intracellulare was later specified as m.chimaera. Per the patient's wishes, he returned to a facility closer to his home and passed away several months later.